Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported that the number of calibrations remaining in the gas tanks was not accurate. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.